Manufacturer narrative:
Updated lot number and exp date and mnf date.

Event description:
It was reported that during procedure tka, that the spring was not working. The event occurred outside the patient. The procedure was completed without delay and with the same device. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during procedure tka, that the spring was not working. The event occurred outside the patient. The procedure was completed without delay and with the same device. No other complications were reported at this time. After investigation, it was confirmed through visual inspection that the knob ring is broken on the jrny ii cr lock fem implant impactor. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual evaluation confirmed the knob ring is broken on the jrny ii cr lock fem implant impactor. The device shows significant signs of wear/usage. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. Design specification insufficient is the probable cause of the reported failure. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.